Event description:
A customer in canada notified biomérieux of false resistant meropenem results for an escherichia coli patient isolate in association with the vitek® 2 ast-n226 test kit (ref. 41143, lot 6260985403). Repeat testing via the same lot of ast-n226 card obtained a susceptible result for meropenem. Disc diffusion (kirby-bauer) testing also provided a result of susceptible. The customer stated that no discrepant result was reported to the physician, and no delay in reporting occurred. There is no adverse impact to the patient's state of health attributable to the discrepant vitek 2 result. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
An investigation was completed in response to a customer complaint of false resistant meropenem results for an escherichia coli patient isolate in association with the vitek® 2 ast-n226 test kit (ref 41143, lot 6260985403). Repeat testing via the same lot of ast-n226 card obtained a susceptible result for meropenem. Disk diffusion (kirby-bauer) testing also provided a result of susceptible. ----investigation---- the customer submitted the strain for investigational testing. When the received strain was subcultured, two colony morphologies were identified. Vitek® ms was used to identify the two morphologies. One was identified as escherichia coli and the other was identified as enterobacter cloacae. For both organisms, testing was performed on the vitek® 2 ast-n226 test kit from the customer's lot (6260985403) and from a random lot (6260881203). Broth microdilution (bmd) was also performed as a reference method test. Escherichia coli susceptible meropenem results were obtained on both lots of vitek® 2 ast-n226 test kit. Bmd testing also obtained susceptible meropenem results. Enterobacter cloacae on both cards tested, resistant or intermediate results were obtained for all drugs tested. Mics obtained on the vitek® 2 ast-n226 cards correlate with those obtained using bmd. ----conclusions---- the customer's false resistant meropenem results for escherichia coli were not reproduced internally. The vitek® 2 ast-n226 test kit (ref 41143, lot 6260985403) cards are performing as intended. Ast-n226 lot #6260985403 met final qc release criteria. This lot passed qc performance testing.